Event description:
The customer reported that the heartstart mrx capnography port is broken where the co2 waveform does not appear on the display. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.